Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the implant was opened, a black marking was observed inside of sterile packaging, hence it was not implanted.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of actual device received. Visual examination of the returned packaging confirmed the reported event as black discoloration and debris was found within the inner pouch which holds the stem. Device history record (DHR) was reviewed with no deviations identified. Definitive root cause cannot be determined at this time as the product was returned open and unsealed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.